Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a bravo capsule which did not detach from the delivery device. There was no harm to the patient, no intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or the procedure and an endoscopy had been performed prior to the bravo procedure and showed the esophagus to be normal. The customer stated that once the capsule and delivery device was withdrawn from the patient, the physician deployed the capsule and it did come off the delivery device. The defective device will be returned for investigation.

Manufacturer narrative:
Device evaluation: the delivery system and capsule were returned for evaluation. The returned products met specification as received. Visual inspection found no defects. The investigation found the device to function normally and within specifications. We were unable to confirm the customer¿s report. If information is provided in the future, a supplemental report will be issued.